Event description:
An impella cp device was inserted via the right femoral artery in an 82-year-old male patient presenting for high-risk pci (hrpci), scai shock stage c, with a history of known coronary artery disease, renal insufficiency, and dialysis. During hrpci following sequential interventions to the lad including angioplasty, shockwave therapy, and deployment of one drug-eluting stent the lcx was being wired for atherectomy when the optical sensor stopped functioning and no waveform was visible on the impella controller. Approximately 30 seconds later, a controller-failure alarm appeared on the automated impella controller (aic). A second aic was brought into the room. Although the initial alarm temporarily resolved, the physician elected to transition the impella to the new console. Following the aic-to-aic exchange, no further controller related alarms occurred. Pump position was optimized under fluoroscopy, and hrpci was completed without additional impella-related issues. The patient survived to explant. The reported events are placement signal issues, controller failure, device revision or replacement, and hemodynamic instability. The aic will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. H3 updated the device evaluated by manufacturer. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the controller error alarm was a communication anomaly between the optical pressure measuring unit and the main computer.

Manufacturer narrative:
B1: added product problem, this was omitted from the initial in error. D9: updated the devices return information.